Event description:
This is report 4 of 4. This is a report of peritonitis in a patient coincident with dianeal therapy. The patient was hospitalized and diagnosed with peritonitis. The patient was discharged. The patient was treated with IV and ip cefazolin. The cause of the peritonitis was unknown, and the patient recovered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Same patient as (B)(4). The sample was not returned and the lot number is unknown, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot number(s) h12h02021 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).